Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were hospitalized due to diabetic keto acidosis and high blood glucose on (B)(6) 2021. Customer reported high blood glucose level of 870 mg/. Customer's current blood glucose level was 237 mg/dl. Customer was treated with intravenous insulin drip at hospital. Trouble shooting was performed. Customer report symptoms of hyperglycemia such as feeling sick, unwell, flu like headache, nausea, vomiting, dehydration. Auto mode feature was not active at the time of incident. Customer tested for ketones and results were high. The insulin pump will not be returned for analysis.

Event description:
Customer's father reported the incident. Auto mode was in use at the time of incident.

Manufacturer narrative:
The reporter and auto mode information has been updated and provided in this report.